Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after a car accident. The implantable pulse generator (ipg) telemetry was showing up to sixteen second pauses. The physician attempted to interrogate the device, but was unsuccessful. The last time the device was checked two years ago it was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.